Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly and moisture damage. Customer's blood glucose was unknown mg/dl. The customer's mother stated that after the waterfight the device was soaked and there was damp under the display screen. The customer's mother stated that keypad is unresponsive. The customer was advised to contact hospital for replacement.